Event description:
A device report from (B)(6) indicates: pt status post lcp proximal femur plate implantation, left femur, on (B)(6) 2010 return for revision surgery on (B)(6) 2011 due to structural failure of the plate. Hardware was removed and pt was revised to open reduction of the fracture and internal fixation. It was noted the original surgery was performed for a left femur subtrochanteric non-union.

Manufacturer narrative:
The investigation could not be completed. No conclusion could be drawn, as no product was returned.